Event description:
It was reported that the patients lead has a suspected fracture. No further information has been obtained despite multiple good faith efforts.

Event description:
It was reported that that patients lead has suspected fracture. No additional information has been obtained despite multiple good faith efforts.